Manufacturer narrative:
Year of birth was provided as (B)(6). Investigation code(s): (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the intra-orbital with 0.4 ml of juvéderm® volbella¿ with lidocaine that has passed its expiration date. No patient injury was reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported injecting a patient in the intra-orbital with 0.4 ml of juvéderm® volbella¿ with lidocaine that has passed its expiration date. No patient injury was reported.